Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported reboot issues involving admit/discharge/transfer operations with patient conflicts detected. The issue occurred after (B)(6) 2018. There was no patient incident.